Event description:
It was reported that the customer was hospitalized for high blood glucose of 23.8mmol/l. It was stated that the customer went to the hospital because she was out of insulin and it was faster to go the hospital than to be treated at home. It was also stated that the customer noticed a crack along the tubing of her infusion set, which caused her high glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.